Event description:
The gambro technical svc (gts) rep reported finding a balance chamber valve that was sticking open due to an internal valve leak. The valve was replaced and returned to the MFR for failure investigation. No pt injury or medical intervention was reported.